Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the customer reported malfunction. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphical user interface (gui) had an erratic display. Although requested, it is unk if there was pt involvement.